Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was noted to be in atrial fibrillation. Medication was prescribed and the patient's rhythm converted into a junctional rhythm. Two days after device implant, the patient was found to have an atrio-ventricular block with sinus node dysfunction. A permanent pacemaker was implanted that day with no further adverse patient effects.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances, such as atrio-ventricular block with sinus node dysfunction, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Atrial fibrillation is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.